Manufacturer narrative:
(B)(4). Visual examination of the exp di poly screw 10 x 50 mm ti has exhibited significant signs of clinical use. It was noted that the unitized set screw is cross-threaded into the tulip heads with a piece of rod stuck in the tulip head. The tulip head lead thread was completely peeled off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be determined for the peeling of the threads on the poly-axial screw threads with the information provided. A potential root cause could be due to inadvertently cross-threading the set screw with the screw during the insertion and subsequent attempts to tighten the set screw, placing enough force on the threads to tear them off completely. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the tlif surgery for lumbar spondylolisthesis was performed by using the expedium system. The fixed site was l5 ¿ s1. During the surgery, due to an excessive inserting torque, the tip of the driver (279722400) got broken and the broken tip was left in the head of the screw (either 179722145 or 179722150), which resulted in the insertion failure. The screw in question was extracted and then a new screw was inserted. No broken pieces were found left in the patient¿s body under the x-ray. The surgery was successfully completed with a 60-minute delay, and there was no adverse consequence to the patient. The surgeon has requested us to make an in-depth investigation including a possibility of metallic fatigue.